Event description:
It was reported that during a pulsed field ablation procedure, the steerability was very poor and the sheath had a strange feel. A sheath breakage was suspected because the sheath did not curve when the handle was turned. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath of lot number 0012589973 was returned and analyzed. Visual inspection was carried out. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. Steering mechanism verification was carried out. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. X-ray imaging confirmed that no anomalies were discovered. A kink was observed on the side port tube. In conclusion, the reported steerability issue was not reproduced, the sheath failed the return product inspection due to a kink was observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.